Manufacturer narrative:
Event and patient discharge status information added.

Event description:
It was noted a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging and the laa was assessed. After the right femoral vein access, heparin anticoagulant was given. A wire was advanced to the superior vena cava (svc) for the transseptal puncture (tsp) with multiple attempts in dropping down onto the fossa of the septum. Tsp was completed though an inferior/posterior position. A double curve watchman access sheath (was) was exchanged over a protrack pigtail guidewire and was advanced into the left atrium (la) followed by a non-boston scientific (bsc) pigtail catheter to access the laa. A contrast injection of the laa was obtained for visualization. The non-bsc pigtail catheter was removed. A 20mm watchman flx delivery system and closure device (wds) was advanced and deployed using the unsheathing method. The device was elongated and never opened. Partial recapture of the device was performed and moved proximally for a second deployment, where the release criteria was still not met. The device was fully recaptured a second time and pulled more proximally and redeployed. Release criteria was still unable to be met and the device was noted to be under compressed and sitting sideways within the laa. The patient suddenly became hypotensive. A tee scan for a pe was performed and a severe posterior pe was noted. An emergent pericardiocentesis was performed and 1.5l of blood was removed. Protamine was given to reverse anticoagulation. The pe was unable to be controlled and the patient was intubated, chest prepped, and converted to open thoracic surgery. A cardiac perforation was noted in the distal tip of the laa. The bleeding was controlled by clipping the laa with a 50mm surgical clip. A second cardiac perforation was noted in the right ventricle that was sutured, and in the physician's opinion this was most likely due to the pericardiocentesis. The patient required multiple units of blood, fresh frozen plasma (ffp) and cryoprecipitate transfusions. The patient was stabilized intraprocedural, and the chest closed, then was sent to the intensive care unit (ICU) in stable condition. The patient remains hospitalized. In the physician's opinion, the wds caused a perforation through the apex of the laa which caused the pe. It was further reported that the closure device and wds were recaptured and removed from the patient after the pe was noted. The patient has fully recovered and discharged.

Event description:
It was noted a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging and the laa was assessed. After the right femoral vein access, heparin anticoagulant was given. A wire was advanced to the superior vena cava (svc) for the transseptal puncture (tsp) with multiple attempts in dropping down onto the fossa of the septum. Tsp was completed though an inferior/posterior position. A double curve watchman access sheath (was) was exchanged over a protrack pigtail guidewire and was advanced into the left atrium (la) followed by a non-boston scientific (bsc) pigtail catheter to access the laa. A contrast injection of the laa was obtained for visualization. The non-bsc pigtail catheter was removed. A 20mm watchman flx delivery system and closure device (wds) was advanced and deployed using the unsheathing method. The device was elongated and never opened. Partial recapture of the device was performed and moved proximally for a second deployment, where the release criteria was still not met. The device was fully recaptured a second time and pulled more proximally and redeployed. Release criteria was still unable to be met and the device was noted to be under compressed and sitting sideways within the laa. The patient suddenly became hypotensive. A tee scan for a pe was performed and a severe posterior pe was noted. An emergent pericardiocentesis was performed and 1.5l of blood was removed. Protamine was given to reverse anticoagulation. The pe was unable to be controlled and the patient was intubated, chest prepped, and converted to open thoracic surgery. A cardiac perforation was noted in the distal tip of the laa. The bleeding was controlled by clipping the laa with a 50mm surgical clip. A second cardiac perforation was noted in the right ventricle that was sutured, and in the physician's opinion this was most likely due to the pericardiocentesis. The patient required multiple units of blood, fresh frozen plasma (ffp) and cryoprecipitate transfusions. The patient was stabilized interprocedurally, and the chest closed, then was sent to the intensive care unit (ICU) in stable condition. The patient remains hospitalized. In the physician's opinion, the wds caused a perforation through the apex of the laa which caused the pe.